Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced epigastric pain, mild dysphagia, and ongoing gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2012 by prof. (B)(6). Device explant due to epigastric pain, mild dysphagia, and ongoing gerd occurred without issue on (B)(6) 2018 by dr. (B)(6). Device was found in correct position/geometry. The patient is "doing well, has no more dysphagia" as of (B)(6) 2018.

Manufacturer narrative:
(B)(4).

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced epigastric pain, mild dysphagia, and ongoing gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2012 by (B)(6). Device explant due to epigastric pain, mild dysphagia, and ongoing gerd occurred without issue on (B)(6) 2018 by (B)(6). Device was found in correct position/geometry. The patient is "doing well, has no more dysphagia" as of (B)(6) 2018.